Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the handle and irrigation tube) was analyzed, and a visual evaluation noted that the handle had evidence that the trip wire was not secured to the handle slot. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly and the irrigation tube were returned for analysis. Upon analysis of the returned component, it had evidence that the trip wire was not secured to the handle slot. Since the ligator head was not returned for analysis, there is not enough evidence to determine whether the bands did not deploy due to the physician's technique or due to the procedural and patient's anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) according to the speedband superview super 7 multiple band ligator instructions for use (IFU), the trip wire not secured to the handle slot, the IFU cited: "secure trip wire in slot on handle unit" (step 8 in preparation section).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligature procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligature procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.